Event description:
Customer reports the clear injection port on top of the buretrol falls off resulting in leakage both in the pharmacy after the chemotherapy has been primed and also on the nursing floors while administering chemotherapy to the patient. The chemo spills while administering to the patient have resulted in transporting the patient to a different location and isolating the room for proper decontamination, as well as the financial cost of losing expensive chemotherapy.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.